Event description:
It was reported by the customer that their insulin pump was alarming button error and the display screen went blank. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but mentioned it may have been exposed to moisture when it was placed next to a sink. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 340 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted. Arrow buttons did not respond due to corroded keypad traces. No moisture damage on electronics was noted. The insulin pump was monitored for two days and no blank display was noted. The insulin pump was received with minor scratches on the display window, cracked display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.